Event description:
On may 23, 2000, the customer reported out an axsym beta-human chorionic gonadotropin value of 286 miu/ml. The physician told the pt that pt's beta-human chorionic gonadotropin was not increasing like it should and they would repeat the test. When the sample was retested, it yielded a value of 1115 miu/ml. Pt was not given medication or treatment.